Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and a valid lot or serial number was not provided. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, the review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking and trending review process and determined to be related to the android 13 os. This trip is not related to other os versions; therefore, this complaint associated with an unknown os version is not related to this trend. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. An attempt to replicate the user¿s complaint of signal loss with similar configurations was performed. The complaint was not able to be reproduced. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer wrote via social media an issue with the adc device with unknown model, version 2.7.3. Unknown os. The customer reported that due to a "near field communication" failure (signal loss to phone), the customer experienced a loss of consciousness due to hypoglycemia. The customer was provided unspecified assistance by a third-party. No further details regarding the adverse event were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer wrote via social media an issue with the adc device. The customer reported that due to a "near field communication" failure (signal loss to phone), the customer experienced a loss of consciousness due to hypoglycemia. The customer was provided unspecified assistance by a third-party. No further details regarding the adverse event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.